Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns leaked during use with the IV set. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage from the unknown site of the IV set."

Manufacturer narrative:
H6: investigation summary. Bd received a used q-syte closed luer access port with extension tubing from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a septum tear. The observed tear is usually indicative of leakage. Next, the unit was tested for leakage and leakage was observed coming from the unit in the actuated position. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns leaked during use with the IV set. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage from the unknown site of the IV set."